Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump, short battery life, rejected battery, slower rewind, button issue and no delivery, louder and slower on rewind; motor does sound labored. The customer reported no adverse event. The event involved product(s) mmt-1780kr, mmt-332a, unomedical. Troubleshooting was not performed. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported receiving a battery failed alarm. Customer reported a short battery life or a low battery alarm. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Customer reported a keypad anomaly and/or stuck button alarm. Customer reported a past insulin flow blocked alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1780kr. No product return is required for mmt-332a. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. P-cap locked in place properly during testing. Multiple attempts were made for the keypad to respond and the keypad remained unresponsive. Keypad overlay was removed, and no moisture damage noted during visual inspection. Unable to perform the rewind test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, displacement accuracy and displacement test due to unresponsive buttons. Unit was downloaded using thus software. In adapt history download, no relevant alarms were noted to confirm complaint codes. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroding electronic assemblies including keypad flex connector had corroded. Unit was received with battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), cracked case on battery side, scratched case, stained keypad overlay, cracked keypad overlay at select button and broken belt clip rails. In conclusion, customer allegation of keypad/button unresponsive/button error was confirmed during deconstructive analysis when unresponsive buttons were noted during testing of unit. Unit was received with unresponsive button due to corroded electronic assembly, including keypad flex connector. Unable to confirm customers concerns of delivery anomaly-no delivery/occlusion alarm, drive/motor anomaly-rewind, charge/battery lasts less than expected and failed batt due to unresponsive buttons. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.